Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had experienced a blood glucose (bg) close to 900 mg/dl with diagnosed diabetic ketoacidosis and low blood pressure. Reportedly, the patient did receive care via their healthcare provider. Troubleshooting was unable to be completed at the time of the call and the reporter could not be reached by customer technical support for further information. This complaint is being reported because the patient allegedly experienced hyperglycemia associated with an inaccurate delivery issue while using the insulin pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.